Event description:
Continuous nerve block catheter had a hole in it and medication was leaking from the site of the hole. Catheter removed no adverse effect to the patient. Reason for use: nerve block.